Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the interface printed circuit board and the cpu battery. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys' rui would not function properly. No pt injury was reported.